Manufacturer narrative:
Correction: additional information indicates that the procedure was completed and the probe was able to be removed. This device is no longer considered to be reportable.

Event description:
It was reported that during the procedure, the probe caused cauterization of tissue resulting in difficult removal and was not heating to temperature. The probe was replaced to complete the procedure.